Event description:
In this case, it was reported that the device was explanted after an implant duration of approximately 11 years, 8 months due to aortic valve disease with aortic valve regurgitation. Per the op report, this patient was status post CABG x3 and prosthetic aortic valve placement. Now presenting with severe aortic regurgitation with congestive heart failure. Unfortunately, no findings on the prosthetic valve were documented. The device was replaced with another edwards bioprosthetic valve. The patient tolerated the procedure well.

Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration (svd). Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Unfortunately, the root cause of this event cannot be conclusively determined without the explanted valve. No further actions are possible with the available information.